Manufacturer narrative:
The event took place outside of the united states (in (B)(6)) and was associated with a product that is also cleared for the market within the united states.

Event description:
A revision surgery for loosening occurred (B)(6) 2020. 36/+6 humeral cup was removed and replaced by a 36/+6 humeral cup. Primary surgery on (B)(6) 2020. The humeral cup was returned to us for analysis. The analysis of the humeral cup as well as the cone allow us to conclude that the device is compliant to the specifications. The study of the x-rays after the primary surgery and before the revision surgery suggest that the humeral cup was not positioned correctly.